Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light cover glasses adhesive was uneven, the optical cover glass adhesive was pitted, the distal end adhesive was lifting, the insertion tube bending section cover rubber adhesive was lifting, the image alignment was out of alignment, the left/right angle was not to specification, the up/down angle had play, the air channel had a blockage, the water flow was not to specification, the water removal was not to specification, the water channel had a blockage, and the electrical safety test was not to specification. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope angulation was too floppy. The issue was observed during routine maintenance and there was no patient or procedure involved. The device was returned to olympus for a device evaluation and found the air/water nozzle had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.